Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise and oversensing while sensing in primary vector. The patient received another inappropriate shock 8 days later while sensing in secondary vector. The patient presented for additional system testing at which time myopotential noise was recorded to all three sensing vectors. The physician plans to explant the s-ICD system and implant the patient with a transvenous ICD. A revision procedure was later performed wherein the s-ICD system was explanted. No adverse patient effects were reported.